Event description:
During service by a baxter tech, the device failed accuracy testing by underdelivering. Per the service shop, the hosp rep stated they have no record of any pt incidents involving this pump.